Event description:
We have received information about a potential incident and would like to inform you about it. At the moment we do not have exact information about this potential incident. We are currently working to gather further information about this potential incident.

Manufacturer narrative:
Country of incident: germany. The report is considered closed by loewenstein medical technology.

Event description:
We have received information about a potential incident and would like to inform you about it. According to the nursing staff the device shut down while showing an alarm. The customer informed us that the device did not fail during a running therapy and that no patient was harmed.